Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once quality engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the magnet holder on the lower trigger of the battery handpiece device was broken which caused the magnets to get out of the specified position. It was further determined that the device failed pretest for check proper function of the triggers and check function of all modes. It was noted in the service order that during a pre- operation check for a peri prosthetic fracture procedure, the device did not start. It was reported that changing the battery did not improve the problem. It was reported that the device was being used with (2) lid devices and (2) power module devices. A spare device was available to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device manufacture date was reported as nov 2, 2011 in the initial medwatch report. This has been updated to feb 11, 2011, UDI: (B)(4). The actual device was returned for evaluation. Quality engineering evaluated the device and determined that the magnetic holder of the lower trigger was broken which caused the magnet to get out of the specified position and as a consequence the power modules could not be started by pressing the trigger. It was also determined that the device failed pre-test for check proper function of the triggers and function of all modes. Therefore, the reported condition was confirmed. A review of the service history record indicates that the device has been returned previously for an unrelated malfunction. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.